Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that a leak occurred from a crack on the smartsite during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Concomitant medical products: 100 ml dosed 0.9% fresenius. The customer¿s report of a cracked smartsite luer thread with discoloration was confirmed. Visual inspection of the set noted a crack in the male luer thread which caused the thread to break away. Functional testing was deemed unnecessary due to the obvious damage. The root cause of the customer¿s report was not identified. The cause of the crack is unknown.

Event description:
The report suggests that a leak occurred from a crack on the smartsite during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.